Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: simultaneous dual left atrial appendage occlusion devices in a single setting¿a case report. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "simultaneous dual left atrial appendage occlusion devices in a single settin a case report", was reviewed. The article presented a case study of a 73-year-old male patient with a history of paroxysmal atrial fibrillation, coronary artery disease, hypertension, gastrointestinal bleeding, and ulcerative colitis. A 31mm amplatzer amulet left atrial appendage occluder was selected for implant on an unknown date. During the procedure, after device deployment without release from the delivery cable, a large crescent-shaped gap was observed. The decision was made to simultaneously implant a 16mm amplatzer amulet left atrial appendage occluder. Both devices were successfully implanted. Approximately three weeks post-procedure, the patient presented with a small pericardial effusion, which later progressed. A pericardiocentesis was performed. A follow-up transesophageal echocardiogram (tee) at 37 days showed well-seated amulet devices with a 1.8mm flow where the two devices met. [The primary and corresponding author was karim al-azizi, department of cardiology, baylor scott & white the heart hospital plano, plano, texas, with corresponding e-mail: karim.alazizi@bswhealth.org.].

Manufacturer narrative:
As reported in a research article, simultaneous dual left atrial appendage occlusion devices in a single setting. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. It is possible that procedural circumstances (implant difficulties) could contributed to the reported issue; however, this cannot be confirmed. The reported unexpected medical intervention was result of case specific circumstances, as pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Literature attachment: simultaneous dual left atrial appendage occlusion devices in a single setting¿a case report. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "simultaneous dual left atrial appendage occlusion devices in a single setting¿a case report", was reviewed. The article presented a case study of a 73-year-old male patient with a history of paroxysmal atrial fibrillation, coronary artery disease, hypertension, gastrointestinal bleeding, and ulcerative colitis. A 31mm amplatzer amulet left atrial appendage occluder was selected for implant on an unknown date. During the procedure, after device deployment without release from the delivery cable, a large crescent-shaped gap was observed. The decision was made to simultaneously implant a 16mm amplatzer amulet left atrial appendage occluder. Both devices were successfully implanted. Approximately three weeks post-procedure, the patient presented with a small pericardial effusion, which later progressed. A pericardiocentesis was performed. A follow-up transesophageal echocardiogram (tee) at 37 days showed well-seated amulet devices with a 1.8mm flow where the two devices met. [The primary and corresponding author was karim al-azizi, department of cardiology, baylor scott & white the heart hospital plano, plano, texas, with corresponding e-mail: karim.alazizi@bswhealth.org.]